Event description:
Giant papillary conjunctivitis and early corneal neovascularization. Pt said he disposed of the lenses every two weeks supposedly accordint to instruction given him by the prescribing eye dr. It is apparent that he is wearing them well beyond 2 weeks, let alone 1 week as required by protocol. The problem is not with lens material or design, but with a complete disregard of wearing protocol. Pt is a typical contact lens abuser. Pt started lens wear 2 yrs ago.